Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2019 and continued leaking. Replaced the 4.0 cm cuff with 3.5 cm cuff. All components were explanted and replaced.